Event description:
Reporter indicated that vns pt was explanted due to infection. The generator was explanted and the lead left in situ with hopes of reimplanting a new generator when the infection cleared. The lead was expanted one month later because it began protruding through the skin. It was reported that the pt drooled excessively, causing the site to become infected. The infection has resolved.